Event description:
A nurse in (B)(6) accidentally injured her arm with a breeze2 sensor that had been used on a patient. No other information is known about the event. No malfunction alleged, so no product will be returned.

Manufacturer narrative:
In some countries outside the us, customer information is not provided due to privacy laws. Product information could not be obtained. It's not possible to determine the manufacture date or without the meter information. Bayer personnel in (B)(4) will attempt to get a follow up report.